Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided biopsy procedure through normal density tissue using maxcore instrument. During the procedure the device was unable to obtain the core in sample notch and its very hard to release both the stylet and cannula of the device. The procedure was completed by another device. There was no patient reported injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided biopsy through normal density tissue using maxcore instrument. During the procedure, the device was unable to obtain the core in sample notch and its very hard to release both the stylet and cannula of the device. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one maxcore device was received for evaluation. Upon visual evaluation, the device was received with a needle protector and without a yellow guard attached to the needle. The device appeared to be clean and was received half primed with the top slide pulled back. No visual anomalies were noted to the device. During functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire and failure to obtain sample as the device was able to prime and fire properly. All six samples were obtained with no issues. A definitive root cause for the reported failure to fire and failure to obtain sample could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G3, h6 (method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.